Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited nd pump won't run alarm rate is 2.0 ml, volume 83.8 ml, given is 8.25 ml. No adverse patient effects were reported by the customer.